Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they replaced the integrated multisensor technology (imt) sensor on the dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and ran a comparison study using quality control (qc) on initial dimension vista 500 instrument and alternate dimension vista instrument in sample cups, which recovered similarly. The customer is running qc every 4 hours and the results are recovering within expected ranges. A siemens headquarters support center (hsc) specialist analyzed the event. The hsc specialist observed that qc recoveries were within expected ranges at the time of the event and that no instrument error (in the process error log) was triggered when the discordant result was obtained. The hsc specialist determined that an issue with the imt dilution potentially impacted the patient result and that the sensor was onboard prior to this event without any issue. The hsc specialist also determined that an obstruction in imt system caused the discordant result; this was possibly due a sample quality issue or the presence of gel, fibrin, or cellular debris in the sample impacting the imt dilution of the initial run of the sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on the dimension vista 500 instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was rerun on an alternate dimension vista instrument, resulting lower. The repeat result was provided in a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.